Event description:
It is reported, bd smartsite low sorbing secondary set being occluded. Additional information: patients had their treatment delayed and sometimes cancelled, causing us to waste the product that was prepared.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.